Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an oozing rash under one of the rear therapy electrodes. Follow up indicated that the patient's physician initially instructed the patient to use an ointment. When the rash was not improving, the physician instructed the patient to remove the lifevest until the area healed. Further follow up indicated that the rash had healed.